Manufacturer narrative:
(B)(4). Device a was received with the I-blade damaged. The jaws were inspected and were found properly attached to the device. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damaged I blade. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Device b was received in good physical condition. The jaws were inspected and was found properly attached to the device .the device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. All three tones were heard during functional testing (tone 1 is heard when the energy activation button is pressed; tone 2 is heard when tissue impedance threshold is reached; and tone 3 is heard when the cycle is complete). There were no anomalies noted with the functionality of the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a breast procedure, the device jaw broke due to force to fire. Two instruments were broken. Case completed with another device of the same product code. There were no patient consequences. Two devices will be returned.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information asked for but unknown or not provided during initial contact. Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.